Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer has experienced intermittent low blood glucose (bg) values since (B)(6) 2023. The customer¿s bg has displayed as 'low' to 70 mg/dl on the continuous glucose monitor (cgm). Cause of low bgs was unknown. The customer consumed glucose tablets to address all low bg levels. The customer also reported that they injured their shoulder, head and broke their arm because of the low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.